Manufacturer narrative:
The swan ganz module will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The serial number was not provided; therefore, review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of this swan ganz module, the cco value showed up and down in a regular motion. The customer thought that the patient's condition did not lead to this symptom. It is considered that the monitor caused this symptom, not the disposable devices. The monitor, swan ganz module and 70cc2 cable were replaced but the issue still occurred. There was no patient injury reported. The event date is unknown as the sales representative was notified that this issue had happened in the past.

Manufacturer narrative:
The hemosphere monitor report number: 2015691-2022-03223. The swan ganz module report number: 2015691-2022-03224. The 70cc2 cable report number: 2015691-2022-03225. The swan ganz catheter report number: 2015691-2022-03226.

Manufacturer narrative:
Additional information was received that an engineer for philips visited the site and the main board of philips intellibridge ec10 patient monitor module was replaced. It was confirmed through the medical engineer that both the data transmission issue and fluctuation in cco values were solved by replacing the main board of philips intellibridge ec10. The customer confirmed these issues were related to the philips intellibridge ec10 and not an edwards device; therefore, this complaint is no longer considered as reportable.